Event description:
Reportedly, autosuture ta30 vascular stapler misfired resulting in large hole in left lower lobe bronchus. Required increased anesthesia monitoring, additional suture and sealant to repair damage. Sex: female. Procedure: unknown.